Event description:
During a coronary artery drug eluting stenting procedure there was severe balloon withdrawal resistance. The lesion being treated in the index procedure was a 3.00mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus liverte' 3.00x20mm drug eluting stent. There was severe balloon withdrawal resistance. It was resolved without treatment and there were no further reported complications.